Manufacturer narrative:
No moisture damage noted on electronic assemblies. Button error alarmed after boot up and intermittent button response on the esc button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and shifted end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer reported going into the pool with the insulin pump. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.